Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined in the analysis that the programmer failed the finger touch test. The programmer overlay was replaced. Additionally, it was noted that the display latch hasps were broken. The latch hasps were replaced. The upper handle cover was broken. The upper handle cover was replaced. The hard drive was reconfigured, reloaded, and the software was updated. The programmer passed the electrical safety test. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.